Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that during setup for surgery, "port 1 and 2 were getting message light source blew up."

Manufacturer narrative:
Additional information provided. The company service representative examined the system and found system messages (sm) [the lamp in the table top illuminator needs to be replaced. Please contact field service.] And [illuminator ballast thermo-cut-off has been triggered. Illuminator functions will be disabled] in the event log confirming the reported event. The company service representative could not replicate the event reported. The xenon lamp was replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on december 1, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).